Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 29 mg/dl. The customer reported that they treated the low blood glucose with food which brought the blood glucose to 33 mg/dl prior to call. The customer stated the screen faded out until a blank screen showed. During the call his pump screen back while on hold, the screen was white with no alarms and he changed the battery. Customer¿s blood glucose level was 240 mg/dl at the time of the call. The customer was assisted with troubleshooting and history found insert battery delivery stopped. The product was not returned for analysis.